Manufacturer narrative:
This is the final report.

Event description:
A report of a dural puncture during a trial, lead implant was received. The surgeon successfully placed the lead, and patient was administered a blood patch. The patient is reportedly doing well.